Event description:
It was reported the outer sheath of the marker shaved off in the process of deploying the marker during a breast biopsy procedure. The marker was removed from the cannula of the probe, a second marker was tried and the same issue occurred. A third marker was tried, deployed successfully, and the case was completed with no patient consequence. Neither of the outer sheaths remained in the patient. Patient information requested but none available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.